Event description:
It was reported that the pump battery was depleting too fast. There was no adverse impact to the customer¿s blood glucose level. Although multiple attempts were made to follow up with the customer, no additional information was provided.